Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-01172. It was reported that during an ipg surgery on (B)(6) 2021, the physician had difficulties explanting the extensions. The physician opted to explant and replaced one extension to address the issue. It is unknown which extension is related to the issue. Therefore, all the suspected devices are being reported.